Event description:
It was reported that a pt incident occurred with the electrosurgical unit (esu/generator) during a tracheotomy. The pt was intubated with 100% oxygen. Suddenly, there was a flame which caused the sterile cloth, pt, and respirator equipment to catch fire. The pt suffered burns to the upper arm, neck, and head. However, no specifics were reported in regards to the severity of th pt's burns, but treatment was necessary.

Manufacturer narrative:
The esu has not yet been evaluated. However, there is no indication that any defect or malfunction of the generator would have caused or contributed to the event. With the pt getting 100% oxygen and upon activating the esu, it appears that the electrical charge/voltage ignited the oxygen (i.e. Combustion occurred). The potential of this complication is included as a warning/danger in the user manual with guidelines on using electrosurgery with any therapeutic gases such as oxygen, nitrous oxide, etc. Furthermore, the risk of a flash fire in regards to the use of electrosurgery equipment, lasers, etc. And combustible gases have been well documented in published literature. No trends have been identified with this situation.